Manufacturer narrative:
The actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined.

Event description:
Additional information received on (B)(6)2017 from the patient. After wearing a newly opened contact lens for one hour, the patient experienced slight discomfort in the left eye (os) on the morning of (B)(6)2017, which had increased to pain with associated swelling and lacrimation by that evening; the patient reported that she had removed the complaint product from the os mid-afternoon. The following day, the patient reported that the os was swollen shut, with accompanying photophobia and continued pain. The patient was prescribed unspecified antibiotic drops in addition to eye rest, reporting that she "could not see anything" for two days. The patient temporarily stopped contact lens wear from (B)(6)2017, resuming on (B)(6)2017. It was reported that the event has resolved.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Photosensitivity. The manufacturer internal reference number is:(B)(4).

Event description:
As initially reported by the patient via email on (B)(6) 2017, the contact lens caused "some serious and scary injury to her left eye" (os). The patient experienced uncontrollable eye watering after using the contact lens for a day. The following morning, the patient was unable to open os, it was very sensitive to light and experienced pain. The patient went to emergency room and was diagnosed with corneal ulcer and was referred to a specialist. Additionally, it was reported that the specialist stated that the contact lens have 'grazed the patient's eye balls' and needed to be treated with antibiotics. The patient was prescribed with an unknown antibiotic and with an unknown treatment modality. The patient reportedly had two follow up examinations and was advised to discontinue contact lens wear for two weeks. At the time of report, the patient's eye condition is unknown. Additional information has been requested but not yet received.